Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit failed extended self-test with an error code message of keyboard key not responding. Customer also requested for a preventative maintenance (pm) as well. Customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) returned to the site and replaced the touch frame and the touch frame to mmi cables. Fse performed the required performance verification tests and all tests passed. Fse also performed an electrical safety test and passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.